Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported error message (sf101) was not reproducible during evaluation while the internal self test failure was confirmed. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.